Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with the pushers advanced and the handle was not locked. Functionally, the instrument pushers were reset and cycled. The jaw properly clamped and unclamped when the approximating lever was operated. The handle locked properly into place. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the firing stroke is not completed during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy, the jaws did not open and got stuck after the device was clamped over tissue. The jaws were forced with a pair of pliers to open them and proceeded to cut with a cold knife. There was no patient injury.